Event description:
It was reported that the motor/gear box is leaking and the power wheelchair received an error code then stopped moving. The incident occurred at the home of the end user, therefor, the end user was not stranded.